Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/6/2019. Additional patient codes: 1690,2422,1970,2144,1685,2330,3191-constipation, 3189- surgical intervention. Additional narrative: it was reported that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2014 and proceed was implanted. It was reported that the patient experienced abscess, partial small-bowel obstruction, nausea, vomiting, constipation, abdominal pain and discomfort.

Manufacturer narrative:
It was reported that following the procedure the patient experienced hernia recurrence. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.